Manufacturer narrative:
Correction: a medical safety assessment is not needed. The event of a cerebellar infarction resulting in paralysis of the arms and legs and its reported severity is not related to the implant procedure because it was reported the ins was implanted and stimulation turned on (B)(6) 2015, but the date of onset of the reported event of a cerebellar infarction was not until (B)(6) 2015.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a cerebellar infarction on (B)(6) 2015 which lead to hospitalization. The patient recovered but with sequelae on (B)(6) 2015, noting the patient was left paralyzed in his arms and legs. It was noted the patient was undergoing rehabilitation. Therapy was discontinued on (B)(6) 2015. Patient history included ossification of posterior longitudinal ligament and chronic bowel incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had no past medical history unrelated to fecal incontinence so the patient likely had no history of strokes or infarctions. The physician stated in the report that there was no causal relationship to the stimulator and lead but other factors including procedure were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.